Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer reported less than 60 seconds of additional unintended fluoroscopic x-ray exposure to the patient. The reported issue could not be duplicated. The foot switch x-ray controller was evaluated and replaced during the service event. The system was tested and found to be working as intended and returned to service. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that fluoroscopic x-ray stays on after releasing the footswitch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was completed related to this event. The footswitch was returned for analysis. The problem reported by the customer of the switch sticking could not be replicated. Evaluation of the component found neither internal (damaged or non-functional internal component) nor external (e.g. Fluid contamination, abuse) issues which may have contributed to the customer's reported issue. The most probable cause for the footswitch sticking (as reported by the customer) was a use error issue, either with the bag used to drape the switch unintentionally holding the switch in the active state after the customer released the switch or by the table having unintentionally actuating the switch while the footswitch was under the table. No further actions are planned by the manufacturer at this time.